Event description:
It was reported that aspiration failed. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure. During procedure while inside the patient, the blades were spinning but aspiration was not functioning. The physician attempted to re-prime the device but was unsuccessful. The device was then replaced and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that aspiration failed. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure. During procedure while inside the patient, the blades were spinning but aspiration was not functioning. The physician attempted to re-prime the device but was unsuccessful. The device was then replaced and the procedure was completed. There were no patient complications reported. Device evaluated by MFR: the device showed no damage. Functional analysis was done by completing the aspiration testing of the device per the test procedure. The device is tested by using a 100ml beaker of water and submerging the tip in the water, and running the device for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure, withdrawing 5ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.